Event description:
Case description: investigational results: novopen 4; batch number: unknown no investigation was possible, because neither sample nor batch number was available. Novorapid penfill; batch number:unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: is non-reportable cand malfunction changed to no investigational results updated expected date of fu report removed and final report ticked in EU/ca tab imdrf codes updated in device addendum tab narrative updated accordingly. Final manufacturer comment: 25-jul-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Relevant information on hospitalisation like indication, treatment given, action taken with novorapid penfill and outcome are unavailable. Hence the case has been assessed as non-reportable incident. H3 continued: evaluation summary novopen 4; batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hospitalization [hospitalisation]. Novopen 4 was damaged [device physical property issue]. Case description: this serious spontaneous case from china was reported by a consumer as "hospitalization(hospitalization)" with an unspecified onset date, "novopen 4 was damaged (device damage)" with an unspecified onset date, and concerned a elderly patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid (insulin aspart 100 u/ml) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication". Patient height, weight, and body mass index were not reported. Medical history was not provided. On an unknown date, patient was hospitalized and discharged. It was confirmed that before hospitalization, the patient was using novopen 4 and novorapid penfill (not questioning the quality of the cartridges). Since novopen 4 was damaged, the patient purchased novopen 6 to use. Batch numbers: novopen 4: unknown. Novorapid: unknown. Action taken to novopen 4 was not reported. Action taken to novorapid was not reported. The outcome for the event "hospitalization (hospitalization)" was not reported. The outcome for the event "novopen 4 was damaged (device damage)" was not reported. No further information available.